Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 398 mg/dl. The display did not return after inserting a new battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump was received with moisture damage on the motor, minor scratches on the display window, and a cracked case at the display window corner.